Manufacturer narrative:
Batch review performed on 29 december 2017 lot 155530: (B)(4) items manufactured and released on 30 november 2015. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was revised for a potted stem 3 years after primary [report (B)(4)]. The patient came in complaining of pain 1 year later: the stem had subsided. The surgeon revised the stem and head with another company's product. The surgery was completed successfully.